Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was not confirmed. The device evaluation found the bending section cover had a scratch. The adhesive on the bending section cover had a chip. Due to the deformation of the bending tube, the bending angle in the right direction exceeded the standard value. Due to damage on forceps elevator lever (surgical products), the bending section could not be fixed firmly. The video connector had a crack. The video connector had a scratch. The video connector case had a crack. The video connector case had a scratch. The light guide cover glass had a scratch. Light guide connector had a scratch. The right/left lever had a scratch. The angulation lever had a scratch. The right/left plate had a scratch. The up/down plate had a scratch. Grip had a scratch. The control unit had a scratch. Switch 1 had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the flex deflectable videoscope had error code e216 (scope communication error) and the screen was flickering. The issue was found during preparation for use. There were no reports of patient harm.